Manufacturer narrative:
Event date: (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the fill port and fill port caps of five (5) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between (B)(6) 2020 and (B)(6) 2020. H10: five (5) devices were received for evaluation. Upon visual inspection along with magnification, loose particle matter was observed inside the fill port connector of two of the devices. The reported condition was verified in two of the samples. The cause of the condition could not be determined. This issue is being further investigated. The other three (3) devices showed no particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.